Manufacturer narrative:
Complaint allegation confirmed. One unpackaged ar-13110l-01 batch, 5262319, was received for investigation. The visual inspection revealed scratches on both the front and back of the device. Additionally, it was observed that the threads in the central hole were damaged, suggesting they may have been cross-threaded. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0098 at revision 1. G. Precautions. 1. Surgeons must apply their professional judgment when determining the appropriate plate size based on the specific indication, preferred surgical technique, and patient history. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. Or contact your arthrex representative for an onsite demonstration. The arthrex website also provides detailed surgical technique information and demonstrations.

Event description:
On 07/24/2024, it was reported by a sales representative via phone that an ar-13110l-01 osteotomy plate all screws backed out and the plate collapsed. This occurred after use in a case and the patient requires a revision. The revision surgery was scheduled for (B)(6) 2024 and was completed successfully using a competitor osteotomy plate. No further injury to patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.